Manufacturer narrative:
Investigation results: a complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.

Event description:
On (B)(6) 2026, during intravenous infusion administration, the indwelling needle encountered resistance during insertion, resulting in a failed attempt. Upon removal, damage was observed at the needle-tubing junction. A replacement 24g indwelling needle was subsequently used for reinsertion, which proceeded without resistance and successfully established the infusion. Such incidents increase the risk of vascular injury and discomfort for patients.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.